Event description:
An 8f angio-seal vip was selected for use following a percutaneous intervention and a pre-deployment angiogram, during which the pt was administered anticoagulants (unk dose/type/strength). When the package was opened, it was reported that the device was kinked. A second 8f angio-seal, of the same lot, was opened and deployed. Hemostasis was achieved. After thirty minutes, the site began to bleed when the pt returned from the bathroom. Manual compression was applied for 2 hours to achieve hemostasis. Three hours later, the site began to bleed again, and three additional hours of manual compression were used to achieve hemostasis, extending the pt's anticipated hospital stay. The pt was discharged the next day.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.